Manufacturer narrative:
Additional information: the 225x12mm stent was implanted in the third right posterior lateral artery and the 250x15mm stent was implanted in the -third right posterior lateral, -second right posterior lateral artery. It was later stated that the stent became stuck and did not move at all, so the entire system was removed including the wire. It was then that the stent was confirmed to have dislodged from the delivery system. It was reported that when checking the removed 2.50 x 38mm stent, both the 2.25x15mm and 2.50x15mm stents, that had been previously implanted, were stuck and also removed with the 2.50 x 38mm stent in an extended state. It was further stated that after the dissection occurred, a stent was implanted and the dissection site was covered and suppressed. It was assessed that the euphora device could not be the direct cause of the mild dissection. A ronyx25030 stent and a orshiro25x38 stent were then implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code added correction: it was noted that two resolute onyx stents were previously implanted successfully (one 2.50x15mm and one 2.25x12mm). It was reported that when checking the removed 2.50 x 38mm stent, the stent was observed to be extended and upon further inspection, both the 2.25x12mm and 2.50x15mm stents, that had been previously implanted, were stuck and also removed with the 2.50 x 38mm stent in an extended state. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the delivery system was not received for analysis. Deformation was evident to the entire dislodged stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent, and one euphora rx ptca balloon catheter to treat a moderately tortuous, mildly calcified lesion exhibiting 90% stenosis located in the distal region of the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated by inflating a euphora 2.25x15mm balloon three times at 10atm for 20 seconds. It was stated that after pre-dilation residual stenosis was present, and a mild dissection was observed. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was noted that two resolute onyx stents were previously implanted successfully (one 2.25x15mm and one 2.50x15mm). It was reported that the third resolute onyx stent (2.50 x 38mm) used deformed in vivo during positioning/advancement. It was stated that the stent failed to cross the lesion and an attempt to remove the stent failed. It took a long time but the stent was finally removed successfully. It was reported that when checking the removed stent, the stent was observed to be extended and upon further inspection the stent that had been previously implanted was stuck and also removed in an extended state. The procedure was completed using another resolute onyx rx (2.50x30mm). The patient was reported to be alive with no further injury.